Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows the impella cp with smartassist system: section potential adverse events - ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section use of echocardiography for positioning of the impella catheter - ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿. Section impella catheter too far into the left ventricle - ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿. Section hemolysis - ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿. ¿patient conditions, including catheter position, pre-existing medical conditions, and small left ventricular volumes, may also play a role in patient susceptibility to hemolysis.¿. Section suction - ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock underwent percutaneous coronary intervention for a chronic totally occluded right coronary artery. Four drug-eluting stents were implanted. Throughout the morning the patient continued to decompensate, and a decision was made to take the patient back to the catheterization lab for venoarterial extracorporeal membrane oxygenation (va ECMO) with an impella cp for mechanical circulatory support (mcs), the following day the impella was toward the mitral valve overnight with lactate dehydrogenase of 3290. The impella was repositioned and explanted later this day with a survived patient outcome. The patient continued on va ECMO therapy.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- product and data logs not returned. Suspected hemolysis on the 2nd day of support. Pump was confirmed in improper position contacting the mitral apparatus. The patient had small lv and primary rv failure. The pump was repositioned and did not resolve the hemolysis until the pump was explanted. Data & product were not returned for review. Mechanical interaction with blood/hemolysis: the cause of the hemolysis was unable to do determined due to no product or data logs returned. Device history lot- device lot #: 1898427. Device history batch- subcomponent lot#: n/a. Device history review= pump sn: (B)(6) passed all post sterile inspection checks.